Event description:
The lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2012. The lead was capped due to repair/upgrade. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).